Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was not released. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure was a percutaneous coronary intervention (pci) case with treatment of coronary artery #6 and #7, lasting about 1.5 hours. The mynx procedure was performed according to the instructions for use (IFU), but the hemostatic material did not deploy, and manual compression was subsequently used. The procedure was performed using a retrograde approach. The deployer had completed the first step of mynx training. The femoral artery¿s suitability was confirmed on angiography, including verification of the insertion angle (30¿45 degrees) and vessel diameter =5 mm. There was no vessel tortuosity or presence of peripheral vascular disease (pvd)/calcium near the puncture site. The device was stored and prepped according to the IFU. No damage was noted to the button, and it could be fully depressed. The tension indicator was aligned with the markers on the handle halves prior to deployment, and a ¿clock symbol¿ was displayed after button #1 depression. The device storage temperature did not exceed 25¿°c. No kinks or damages were found in the sheath, device, or sealant sleeves after removal. One non-sterile 6f/7f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was depressed and button 2 was partially depressed. However, after reviewing the evidence provided by the decontamination laboratory, it was noted that button 2 was fully depressed when the lab received the device. Therefore, it was concluded that during the decontamination process, the balloon was pulled slightly, causing button 2 to lift partially. The stopcock was found open with a cordis mynx syringe attached to the unit. A minor portion of the sealant was still observed in its manufactured position. No abnormal conditions were noted on the sealant sleeves. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was partially retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. The simulated deployment test could not be performed, as the unit was received with button 1 already fully depressed, resulting in an apparent partial deployment. However, button 2 was observed to be only partially depressed, a condition that helps prevent inappropriate deployment of the sealant. Button 2 was subsequently evaluated after the syringe was set to vacuum mode to ensure complete deflation. During button 2 depression, full balloon retraction was achieved as expected, confirming no abnormal conditions within the device mechanism. A product history record (phr) review of lot j2512801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿mynx control system-deployment difficulty-partial¿ was observed through analysis of the returned device as it was received with part of the sealant was found in its manufactured position with button 1 fully depressed. However, the exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant not releasing, especially since the device was returned with both buttons fully depressed with no anomalies noted. However, procedural/handling factors are possible as the deployer was in training at the time of the event. Although not intended as a mitigation of risk, the information for safety within the instructions for use IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, per step 2: deploy sealant, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes.¿ also, in step 3: remove device, IFU instructs ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, phr review, nor the available information suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was not released. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure was a percutaneous coronary intervention case with treatment of coronary artery # 6 and # 7, lasting about 1.5 hours. The mynx procedure was performed according to instructions, but the hemostatic material did not deploy, and manual compression was subsequently used. Additional information was requested but not provided. The device was not returned for evaluation as previously expected.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot j2512801 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was not released. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure was a percutaneous coronary intervention case with treatment of coronary artery #6 and #7, lasting about 1.5 hours. The mynx procedure was performed according to instructions, but the hemostatic material did not deploy, and manual compression was subsequently used. The procedure was performed using a retrograde approach. The deployer had completed the first step of mynx training. The femoral artery¿s suitability was confirmed on angiography, including verification of the insertion angle (30¿45 degrees) and vessel diameter =5 mm. There was no vessel tortuosity or presence of pvd/calcium near the puncture site. The device was stored and prepped according to the IFU. No damage was noted to the button, and it could be fully depressed. The tension indicator was aligned with the markers on the handle halves prior to deployment, and a ¿clock symbol¿ was displayed after button #1 depression. The device storage temperature did not exceed 25¿°c. No kinks or damages were found in the sheath, device, or sealant sleeves after removal. The device was not returned for evaluation as previously expected.